Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection (lar) procedure, the fa was assisting with placing and firing the circular stapler. Upon firing the device, she did not hear the crunch, but could not squeeze handle any more. Upon inspection, we found two perfect donuts and the washer was unbroken. No staples found in the device. The surgeon performed leak test and anastomosis was complete. There were no patient consequences.